Event description:
It was reported that there was a revision of an insert and a patella on the left knee. The implants have been implanted since 1997, they revised because of normal wear and tear.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. (B)(4).

Manufacturer narrative:
An event regarding a revision due to wear involving a duracon insert was reported. The event was not confirmed. Device evaluation not performed as the device was not returned. Medical records received and evaluation indicated that. Review of the provided medical records did not include anything of note to the investigation. Insufficient information was provided to make a meaningful dictation. Device history review not performed as the device was not properly identified. Complaint history review not performed as the device was not properly identified. The exact cause of the event could not be determined because of a lack of information. Further information such as the explanted device, revision operative report, and x-rays are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a revision of an insert and a patella on the left knee. The implants have been implanted since 1997, they revised because of normal wear and tear.